Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with injection (inj) vancomycin (1gm, once in two days, route not reported) and inj fortum (1gm, once daily, route not reported). The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up, it was reported that the patient recovered from the event on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.